Event description:
This lead was implanted on (B)(6) 2005 and explanted on (B)(6) 2011 due to poor sensing and impedances. The procedure took place at (B)(6) hospital with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)